Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height main drawer 4.2 had a bad drawer slide. The field service engineer (fse) logged into the station and accessed the hardware test application (hta) to release the drawer. The fse pulled the drawer out, inspected the rails, and found one rail as damaged. All cubies and the drawer were removed, the damaged drawer was replaced with a new one, and the bus cable was reconnected. The fse then powered up the station, logged in, and reinserted all cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height main drawer 4.2 had a bad slide. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.